Event description:
Caller reportedly rec'd a result of 404 mg/dl on the active system while the dr's device read 155 mg/dl within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.